Event description:
Customer called to report unexpected negative reactions on a patient sample with galileo using the ab_ID assay. Patient sample contained anti-c which did not react with cell 1 of capture-r ready-ID, lot id089; three other c+ cells were reactive. The anti-c reacted with all c+ cells when tested by an alternative method.

Manufacturer narrative:
Confirmed the presence of the c antigen on retention capture-r ready-ID, lot id089.the customer did not return sample for investigation testing; it was qns. Is not not possible to rule out the sample as a cause of the event.